Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty releasing the clip and the physician having to manually access the gripper lines. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and deployed on a2/p2. However, releasing the clip was difficult. While retracting the delivery catheter (dc) handle, clip separation was not seen. Troubleshooting was performed to achieve a more coaxial alignment between the clip and dc shaft and the actuator knob was further retracted; however, clip separation still was not achieved. Therefore, the physician manually accessed the gripper lines for removal and additional device maneuvering was performed to release the clip. The clip was implanted reducing the final mr to a grade of 1-2. There was a slight delay in the procedure, but the delay did not result in adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The reported difficult to deploy the clip could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the reported difficulty to deploy the clip could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. H6: code 4012 removed.